Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s demographic and condition after the revision surgery. The patient¿s race is african american. The patient is currently recovering from the revision surgery. On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed according to mentor procedure, and it revealed a tear on the posterior view, measuring less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 300cc mentor smooth round moderate plus profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient is scheduled to undergo removal and replacement with an unspecified saline breast implant on (B)(6) 2021.